Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unknown pump error. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1805. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error during testing. Successfully downloaded history files and traces using thump. In further analysis in the pump history found three pump error 38 alarm on (B)(6) 2024 at 15:21:54.000, 15:22:38.000 and 15:24:12.000. Pump was cut open to perform visual inspection and found corroded motor home switch. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with white stained all over the case and partially broken retainer during the visual inspection. Pump error 38 alarm confirmed multiple times in the pump history due to corroded motor home switch. Retainer ring partially broken confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.